Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the patient¿s fragile aorta could not hold the stitching, causing an aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transapical closure in a tavr procedure, one of the stitches on the ascending aorta popped out. The surgeon and pa added pursestring sutures to try to repair and close the aorta. During this time, the patient was losing blood and the pressure was dropping. Rapid ventricular pacing was initiated to help the md while attempting to close. CPR was also administered. The patient was cooled down to the target 33 degree temp and an intra-aortic balloon pump was also placed. Once the aorta was closed and the balloon pump was placed, the patient's blood pressure was within normal range. The sapien was reassessed to ensure there was no damage during CPR and found to still be functioning appropriately with trace/trivial plv. Via tee, native annulus was within normal limits for a 23mm valve. The sinus of valsalva and the sinotubular junction were unremarkable. CT area was approx 385 and the average diameter was 21mm. The root cause of the stitches ¿popping out¿ was the patient¿s fragile aorta